Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney did not allege a specific device failure related to the implant of (B)(6) 2007 and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. As reported allegations related to event of (B)(6) 2016 are associated with the device implanted on (B)(6) 2013 (device #2) and will be addressed in a separate emdr. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2007 (device #1). An additional emdr was submitted to represent the bard device implanted on (B)(6) 2013 (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent a ventral hernia repair with mesh that, "upon information and belief, was manufactured by bard." (Device #1) on (B)(6) 2013: the patient underwent an incisional surgery for a recurrent ventral hernia. The patient's hernia was repair with a bard/davol large oval kugel patch (device #2). On (B)(6) 2016: the patient presented to the doctor with complaints of severe pain and extrusion of mesh. As reported, he was found to have infected and extruding mesh. On (B)(6) 2016: the patient underwent surgery on the infected mesh. As reported, an exploratory laparotomy, lysis of adhesions, small bowel resection with primary anastomosis, and debridement of his abdominal wall soft tissue were performed and he was sent to the recovery room in stable condition. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent a ventral hernia repair with mesh that, "upon information and belief, was manufactured by bard." (Device #1). (B)(6) 2013: the patient underwent an incisional surgery for a recurrent ventral hernia. The patient's hernia was repair with a bard/davol large oval kugel patch (device #2). (B)(6) 2016: the patient presented to the doctor with complaints of severe pain and extrusion of mesh. As reported, he was found to have infected and extruding mesh. (B)(6) 2016: the patient underwent surgery on the infected mesh. As reported, an exploratory laparotomy, lysis of adhesions, small bowel resection with primary anastomosis, and debridement of his abdominal wall soft tissue were performed and he was sent to the recovery room in stable condition. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of kugel hernia patch (device #2). Per operative notes, ¿the old scar was removed. Patient was found to have multiple hernia defects. The ventral hernia was reduced, and multiple adhesions were taken down. A kugel patch (device #2) was placed intraperitoneally.¿ (B)(6) 2016 - patient had mesh protruding from the umbilicus and chronic non healing wound. A large portion of mesh (device #2) was removed at bedside. Patient will require surgical intervention to completely explant remaining mesh. (B)(6) 2016 - patient was diagnosed with history of infected mesh, suspected mesh enterocutaneous fistula thereby underwent lysis of adhesions and repair with removal of mesh (device #2). Per operative notes, ¿patient had obvious extrusion of infected mesh, erosion of mesh through the skin and a chronic draining wound. A segment of the mesh fistulized to an area of the small bowel. The segment of small bowel and mesh removed (device #2).¿ note: there is no mention/visualization of bard mesh (device #1) (that bd field assurance considered may have been implanted on 2007) in the medical records and plaintiff profile form provided. Attorney alleges that the patient had adhesions, bowel/intestinal removals, fistulae, infections, pain, hernia recurrence. It was also alleged that patient had erosion and protrusion of mesh through the skin, resection of small bowel which had a portion of mesh fistulized to it, chronic draining wound and debridement of abdominal wall.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney did not allege a specific device failure related to the implant of (B)(6) 2007 and no medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. As reported allegations related to event of 01/2016 are associated with the device implanted on (B)(6) 2013 (device #2) and will be addressed in a separate emdr. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to confirm that there was no bard flat mesh implanted in 2007. Attorney initially alleges against bard flat mesh and kugel patch. As such two complaints/emdr were processed. Based on medical records review, it was identified that the patient was not implanted with a bard device prior to the kugel patch implanted in 2013. As such this emdr is sent to correct the information previously submitted to FDA. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent kugel patch (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.